Manufacturer narrative:
(B)(4). Date sent: 3/8/2022. Investigation summary: the primary photo analysis was performed in (B)(6). Secondary physical analysis was performed in (B)(6). A CT scan and ftir were performed. Based on the differences observed on the reload, driver, sled, staples the counterfeit product is confirmed.

Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. Date of event unknown, entered as (B)(6) 2021. Additional information according to the information received, the reported event for the reload was suspect diversion and suspect counterfeit product. Upon visual inspection of one photo, the following was observed: 3.2 the photo shows a tyvek with product code gst60g, lot # t40g16, exp. Date: 2025-05-31. Lot number was reviewed, and it belongs to a b12lt device. Also, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2024-04-30. The artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not complies with j&j standard. Based on the photos reviewed, the counterfeit product is confirmed, however no root cause could be determined.